Manufacturer narrative:
On the (B)(6) 2020 we were informed that: back on (B)(6) 2019, the patient had an infection and a spacer was implanted. This patient was implanted with permanent hardware today ((B)(6) 2020).

Manufacturer narrative:
Batch review performed on 06 jun 2019: lot 160982: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988), lot 155594: (B)(4) items manufactured and released on 28-dec-2015. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416), lot 160598: (B)(4) items manufactured and released on 09-may-2016. Expiration date: 2021-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988), lot 160954: (B)(4) items manufactured and released on 26-apr-2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 2 years and 10 months after primary, the pathogen is unknown. The surgeon performed a washout and explanted the femoral component, tibial tray, poly and patella. The surgeon implanted a temporary spacer and the surgery was completed successfully.